Manufacturer narrative:
Corrections based on new information received.

Event description:
It was reported through clinical study that patient underwent "other conservative approach" in order to address pre-patellar effusion. Outcome was deeemed resolved on the same day and severity deemed as moderate.

Manufacturer narrative:
Study investigator has reassessed this event and has updated its description to right knee pain including pre-patellar effusion, redness, swelling. Actions take to address this are remedial therapy and other conservative approach.

Event description:
Remedial therapy involved levaquin 50mg daily x7 days and then keflex 500mg q6 hr for unknown duration.

Manufacturer narrative:
The devices related to this complaint were not returned. [(B)(4)].